Event description:
It was reported to medtronic minimed that the customer reported damaged pump. The customer experienced hyperglycemia with blood glucose value of 276 mg/dl. The hyperglycemia was treated with an insulin pump. The event involved product(s) mmt-1884l, mmt-332a, mmt-397a. Troubleshooting was performed for hyperglycmia. No harm requiring medical intervention was reported. The customer has been using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for cosmetic damage. The customer reported a crack and scratch on the keypad and screen or display. Additionally, the customer mentioned that the damage was affecting the pump's functionality. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No product return is required for mmt-332a. No product return is required for mmt-397a. The customer will discontinue the use of the pump and revert to a backup plan per the healthcare professional's instructions. Product return for mmt-1884l is expected and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the functional tests, including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay and scratched case. Cosmetic damage was confirmed at the keypad overlay. No cosmetic damage found in the back of the pump. No device problem was found during functional testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.